Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00355. It was reported that catheter removal difficulties occurred. The target lesion was located in a coronary artery. After a guidezilla¿ guide extension catheter crossed the lesion, a 4.00x28mm promus premier¿ stent was advanced through the guidezilla¿ guide extension catheter. However, it was noted that the promus premier¿ stent got stuck at the end of the guidezilla¿ guide extension catheter. The physician was unable to pull the promus premier¿ stent back into the guidezilla¿ guide extension catheter and the promus premier¿ stent was protruded out of the guidezilla¿ guide extension catheter. The physician removed the devices together. Another unspecified guide catheter and guide wire, was advanced. The physician was able to successfully deploy an unspecified stent. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The stent had detached from the balloon and was returned for analysis stuck inside the guidezilla guide extension and without the stent delivery system (sds). A visual examination of the stent found the stent damaged with struts in the middle of the stent profile distorted, stretched and lifted outwards. The damage was less severe at the distal and proximal edges. The guidezilla was also damaged at the distal edge. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as 2134265-2016-00355. It was reported that catheter removal difficulties occurred. The target lesion was located in a coronary artery. After a guidezilla¿ guide extension catheter crossed the lesion, a 4.00x28mm promus premier¿ stent was advanced through the guidezilla¿ guide extension catheter. However, it was noted that the promus premier¿ stent got stuck at the end of the guidezilla¿ guide extension catheter. The physician was unable to pull the promus premier¿ stent back into the guidezilla¿ guide extension catheter and the promus premier¿ stent was protruded out of the guidezilla¿ guide extension catheter. The physician removed the devices together. Another unspecified guide catheter and guide wire, was advanced. The physician was able to successfully deploy an unspecified stent. No patient complications were reported and patient's status was fine.